Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e411 analyzer. The initial result was 5.24 miu/ml. The nurse questioned the result as it did not match the patient's clinical picture which prompted the customer to repeat the sample. The repeat result was <0.100 miu/ml. The repeat result was deemed correct.